Event description:
It was reported via a literature article, that he patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple shocks for a ventricular tachycardia (vt) storm. The patient experienced a syncopal episode due to this and was admitted to the hospital review of the shocks noted they were not effective at converting the patient out of vt and that the arrythmia eventually subsided without further shocks. Review of the shock episodes noted the s-ICD may have delivered an inappropriate shock too due to oversensing of sinus tachycardia that had conducted down to the ventricles. The patient's medications were adjusted and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.